Event description:
The customer reported that the device failed to discharge while in sync mode. There was no report of pt harm.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.